Manufacturer narrative:
The returned device was evaluated. Visual inspection indicated housing damage and a broken front panel mount stand. The unit powered on using both ac and dc power and remained on when switched between power sources. No unexpected power on or off was observed. The unit was able to obtain readings, as well as generate visual and audible alarms when alarm limits were breached. The device was found to be functioning as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device turns on and off on its own and has some case damage. No consequences or impact to patient were reported.